Manufacturer narrative:
A service history was conducted. The report indicates that the past three years has been reviewed. The item was previously returned for service on 24-jul-2014 due to motor failure. The customer called in a service request for this item on 14-jan-2015 and reported the device is inoperable, it runs continuously. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable, it runs continuously. The manufacture date of this item is 6-jul-2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Additional evaluation was conducted. The report indicates that the customer reported the device was running continuously. The repair technician reported the circuit board was burned, and the motor was bad. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 4-feb-2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the hand piece for battery powered driver runs all the time. This event was found during testing. There was no surgery involved. The sales consultant confirmed that there was no patient involvement and that the issue was found outside the or. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This is report 1 of 1 for (B)(4).